Manufacturer narrative:
This report is filed on 05 november 2019.

Event description:
Per the clinic, the patient experienced pain and a loss of osseointegration resulting in fixture loss on (B)(6) 2019. The patient was treated with oral antibiotics for pain. Re-implantation is planned but has not taken place as of the date of this report.